Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user alleges that his backrest is about 18" high and it is allegedly fraying at the top and about to break.